Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited several non-sustained ventricular oversensing episodes. Further review revealed that the lead exhibited noise. The noise was not reproducible with arm movements or pocket manipulation. All tests were stable. No device intervention was performed. Patient was stable with no symptoms related to the event and will continue to be monitored.